Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Complainant reported that the charite disc subsided into the inferior endplate 2-3 weeks after surgery. The device was explanted and spinal fusion was performed.